Manufacturer narrative:
The technician found the CPR cable was out of adjustment which caused the head to drift. The technician adjusted the CPR cable to repair the bed.

Event description:
Info received indicates the head section is drifting down.